Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty turning on the pump and charging the pump with the usb cable. It was confirmed that the pump was able to turn on and be charged with a different usb cable. There was no reported impact to customer's blood glucose level. A replacement usb cable was sent to the customer.